Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer complaint was received via email where a low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low adc device scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as feeling unwell and shaking. The customer was unable to self-treat requiring a third-party to provide dextrose for initial treatment, however, the customer persistently received unspecified low adc device scan results. The customer was then brought in a hospital where an unspecified higher blood glucose reading was obtained on a healthcare professional (hcp) meter device compared to unspecified adc device scan result. The customer received an unspecified treatment provided by an hcp. It was reported that the customer remained admitted in the hospital "ever since" (duration unspecified). There was no report of death or permanent impairment associated with this event.an adc device scan result of 50 mg/dl was compared to an hcp meter reading of 500 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer complaint was received via email where a low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low adc device scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as feeling unwell and shaking. The customer was unable to self-treat requiring a third-party to provide dextrose for initial treatment, however, the customer persistently received unspecified low adc device scan results. The customer was then brought in a hospital where an unspecified higher blood glucose reading was obtained on a healthcare professional (hcp) meter device compared to unspecified adc device scan result. The customer received an unspecified treatment provided by an hcp. It was reported that the customer remained admitted in the hospital "ever since" (duration unspecified). There was no report of death or permanent impairment associated with this event. An adc device scan result of 50 mg/dl was compared to an hcp meter reading of 500 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown when these readings were obtained in relation to the reported adverse event.